Event description:
Total of 2 dexcom g7 sensors failed, one causing serious bleeding. Dexcom support refusing to acknowledge there was an issue with the product and will not replace devices. Submitted dexcom support tickets on 6/18/2024 and spoke to a representative stating no replacements would be mailed 6/25. Ref report: mw5156745.